Manufacturer narrative:
Additional devices were added to the product grid after the initial medwatch was submitted: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# frmm, triathlon symmetric x3 patella; cat# 5550-g-298; lot# d073, triathlon ps fem component, cemented; cat# 5515-f-602; lot# fpkw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision of a triathlon insert for an unspecified reason was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: not performed as no medical information was provided. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies . -complaint history review: review of the chr confirmed that there were no other similar reported events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision of the insert, product evaluation, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patients right knee was revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The patients right knee was revised.